Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been analysed by vyaire technical support as well as the screen shot of service screen. The root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Maximum logged blower temperature was 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. As a resolution special case management has approved to provide the blower under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 alarmed 316 (blower failure). The customer confirmed that there was no patient involvement associated with the reported event.